Event description:
It was reported that the customer's sensor was giving readings that were off from her blood glucose. The customer stated she received a sensor reading of 231 mg/dl and her blood glucose was 110 mg/dl. She further stated she was receiving threshold suspend alarm s and that she received readings of 55 mg/dl while her blood glucose was not at this level. Sensor calibration and insertion techniques were reviewed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.